Manufacturer narrative:
(B)(4).

Event description:
After an atrial tachycardia procedure, it was reported that it was noticed a 1.5 centimeters of effusion in the pericardial space. Fluid was withdrew from the pericardial space and the patient was stable.

Manufacturer narrative:
(B)(4) after an atrial tachycardia procedure, it was reported that it was noticed a 1.5 centimeters of effusion in the pericardial space. Fluid was withdrawn from the pericardial space and the patient was stable. The returned device was visually inspected upon receipt and found in good physical conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.